Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error messages and subsequent device shut down was due to a defective battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf75 and sf218) and subsequently shut down. There was no patient injury reported as a result of this incident.